Event description:
The customer reported issues with installation of the syringe. The loading instructions for the syringe during priming and change syringe during treatment in the operator's manual and the graphical user interface does not correspond to the design of the new syringe pump carrier. There was no blood loss or any other clinical consequences as a result of the reported event.

Manufacturer narrative:
The instructions provided in the operator's manual and the graphical user interface have not been updated to include instructions related to the new revision of the syringe pump carrier. If the current instructions are followed, it is possible to install the syringe in a way not intended by the manufacturer if the syringe is not installed as intended, it may empty due to negative pressure in the disposable set and unintentionally deliver a bolus of anticoagulant. Corrective action has been identified by the manufacturer, and the operator's manual and graphical user interface will be updated in the next software version, to reflect the changes made to the new syringe pump carrier. Before the update operator's manual and the new software version are available. The manufacturer intends to distribute a laminated leaflet with instructions on how to install the syringe in the new syringe pump carrier. No further investigation will be carried out. The complaint will be closed and trended as part of the post-market surveillance system. No further actions will be taken with regard to this incident, other than those identified above.